Manufacturer narrative:
Patient declined to included weight. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a hematoma around the drg ipg site. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the entire drg system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.